Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller stated that sometime in 2021 the therapy quit working on the right side so they stopped using it and stopped charging it. Caller stated that now they need to have an MRI and cannot connect with the external devices. Agent did not ask about the circumstances that led to the reported issue. Agent discussed possible over discharge (od) as the implant has sat depleted for an extended amount of time. The patient was redirected to their healthcare provider to further address the issue. The manufacturer representative (rep) reported that they met with the patient on (B)(6) 2022 to perform a jumpstart on the patient's device. They also completed the power on reset (por). The pt hadn't charged the ins in several months; the exact date/time frame was unknown. The pt told the rep that their back had been feeling better, but once it started to hurt again, they tried to recharge their ins, but the ins was dead. The rep also checked impedances when with the pt and found high impedances on contacts 10-15 that were greater than 10,000 ohms. The rep educated the pt on charging the ins even when they are not using it. They also reprogrammed around the contacts with high impedance and they were able to get stimulation across the lower back and in both legs; issue was resolved.